Event description:
Procedure date november 28: breast augmentation. According to the reporter: the pt experienced infection scabs, separation of tissue, spitting redness, irritation and scarring. Pt is undergoing laser treatment for scarring and will need a revision. Pt status: still to be determined.

Manufacturer narrative:
(B)(4).